Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the problems in stapling that occurred during the shooting. On the firing that the issue occurred, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? On the firing that the issue occurred, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric septation procedure, there were problems in stapling during the shooting and the load was changed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.